Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative reported that healthcare provider was informed of the high impedance issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1nenp, implanted: (B)(6) 2018, explanted: active, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence and gastrointestinal/pelvic floor. It was reported that the caller reported bipolar pair showing >4000 ohms. The caller stated that she had re-tested impedance values at higher values. The healthcare professional (hcp) removed the lead, wiped down everything, cleaned out the pocket, reinserted lead in header block. Impedance still showed >4000 ohms. Impedance were tested, and the following impedance results were reported: the caller ran impedances at 3v, 300pw. The effect of ionic fluid use was reviewed. It was ensured that the ins was in pocket. All connections and set screws were checked, and re-tightened. It was ensured that the lead was dried prior to insertion into port. It was suggested to test at higher voltage as medically appropriate. It was advised to check for motor/sensory feedback if appropriate. Hcp was asked to give slight tug on lead to ensure it was seated firmly in the ins which it was. Blue tip was seen in the header block, and no antibacterial solution was used in the pocket. The caller tested to see if motor response was visible, and the caller confirmed that it was. The caller was suggested to set up a cycling program as another option. It was reported that the caller was still seeing toe flex. It was reviewed if greater than 4000 ohms impedance is seen, but motor response per procedure if seen, the caller should consider closing at this point. No symptoms reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the high impedance was unknown. There were no patient complications reported as a result of this event.